Event description:
The pump was tested by the hosp's biomed and no fault was found. The pump has not been received by the MFR at the time of this report. A follow-up report will be filed when the evaluation has been completed. Section-a,b,d and e where filled out by the user facility per the attached voluntary medwatch report. No info supplied in a-1 or b-6. Corrections were made by the MFR in section d-3 MFR's address, d-6 cat#, serial#, other #. D-9 device is available and will be returning for evaluation. MFR's report date 11/1/96, file# 10-96-57